Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to a dismantling after the patient has fallen, occurred (B)(6) 2019. ø36/+6 humeral cup and ø36 glenosphere were removed and replaced by same size products. Primary surgery occurred (B)(6) 2018.